Event description:
It was reported that a device displayed a close door message when the door was closed. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed the reported symptom "device displays door closed when the door is closed", caused by a loose upper link screw. The upper auxiliary assembly was replaced.